Event description:
During the atrial fibrillation procedure, blood leaked from the hemostatic valve. After inserting the sheath into the left atrium and removing the dilator, blood leaked from the hemostatic valve prior to catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.